Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): drogheda, ireland. Medical device manufacturer: drogheda. Manufacturing location: drogheda.

Event description:
It was reported that there was no flow in the bd ultra fine¿ pen needles and the dose button will not depress. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that there was no flow in the bd ultra fine¿ pen needles and the dose button will not depress. No serious injury or medical intervention was reported. This malfunction affected 6 devices. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review for lot 8109526 cat no. Ns 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no flow in the bd ultra fine¿ pen needles and the dose button will not depress. No serious injury or medical intervention was reported. This malfunction affected 6 devices.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was no flow in the bd ultra fine¿ pen needles and the dose button will not depress. No serious injury or medical intervention was reported.